Event description:
A report was received that the patient will undergo lead revision. Reason for lead revision is unknown.

Event description:
A report was received that the patient will undergo lead revision. Reason for lead revision is unknown.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-2208-50, serial #: (B)(4), st linear lead 50cm.

Manufacturer narrative:
Additional information was received that the patient was reprogrammed successfully and was receiving good pain relief. System was functioning properly. There will be no revision.